Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error e226 was not confirmed. Device evaluation found that the adhesive on the bending section cover had a chip, control unit had a scratch, up and down plate had a scratch, grip had a scratch, light guide connector had a scratch, light guide cover glass had a scratch, video connector case had a scratch, and switch 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported that the endoeye flex deflectable videoscope encountered image failure with e226 error (scope communication error). The issue was found during procedure, and the therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer¿s allegation of error e226 was confirmed. Also, image noise was found at evaluation. Based on the results of the investigation, it is presumed that the reportable events were caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The events can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ < inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.